Manufacturer narrative:
The nb user manual, pn 001364 rev. K, provides operating instructions in chapter 4 to check the intensity of the light using a radiometer per the institution's procedure (see section 6.1). The intensity of the light was factory calibrated to deliver 35 uw/cm2/nm at the high setting and 15 uw/cm2/nm at the low setting at a distance of 12 inches (30.5 cm) from the baby. During event call technical service representative advised the customer to reseat the connection of high - low intensity switch, to resolve the issue. The cause code for the issue was found, however product return is requested for l2 investigation. Tech support has made several attempts to contact customer for the status of the device after troubleshooting, natus will provide supplemental report as needed.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their neoblue 3 (pn # 001103, sn # (B)(4), installed: (B)(6) 2015, timer reading: 892 hours) had led failure. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.

Manufacturer narrative:
A replacement neoblue 3 led panel was shipped to the complainant. On multiple occasions, natus technical service requested return of the led panel involved in the complaint and inquired whether the issue was resolved by installation of the replacement led panel. No response from the complainant was received. Probable cause of the reported issue was assigned as a failure of the led panel.

Event description:
It was reported that two half-columns and one full column of yellow leds were not illuminating on the led panel of the neoblue 3 unit, and sometimes all of the blue leds would not illuminate on the led panel.